Event description:
Pt developed ventricular septal defect secondary to myocardical infarction. Surgeon patched vsd w/ combination co patch and teflon patch on 9/18/94. MFR of teflon patch unk. On 11/26/94 vsd recurred with sepsis. Surgeon removed the combination patch and replaced with co's patch only.